Event description:
It was reported that the autoclavable camera head had no image; no error code was reported. The issue occurred during preparation for use. The same device was used to complete the procedure. Olympus inspected the camera, powered the system on, and had a picture with no sign of any artifacts or interference. The image was steady. Olympus informed the customer they will follow up with them. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.